Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: stenosis at l3-s procedure: oblique lumbar interbody fusion it was reported that post-op, general symptom (fever etc.) Was observed due to infection around the implanted device. After the event, revision surgery was performed to clean and place a drain from anterior. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.